Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged two days post-implant. The lead was explanted and successfully replaced in a revision procedure. No adverse patient effects were reported.